Event description:
Information was received from health care professional regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had additional rigidity the day of call. Caller noted the patient was just implanted and didn't know what to do with the patient programmer. It was reviewed to the caller that it is important that the patient is given direction on how they would like the patient to use the patient programmer. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.